Manufacturer narrative:
H6: investigation summary: bd received 100 samples and 5 photos for investigation. The photos and returned samples were reviewed and the indicated failure mode for sticky tubes was observed on the returns only. The indicated failure mode of leakage/insufficient additive was not observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of insufficient additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sticky tubes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood dna tube there was a sample leakage issue. The following information was provided by the initial reporter. The customer stated: "the tube was sticky upon unpacking, and leakage is suspected to have occurred."

Event description:
It was reported when using the paxgene® blood dna tube there was a sample leakage issue. The following information was provided by the initial reporter. The customer stated: "the tube was sticky upon unpacking, and leakage is suspected to have occurred."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.